Event description:
Clinic notes were received for a replacement referral. The notes from the visit indicated that the patient¿s seizures may have increased in frequency after the last office visit when the settings were increased. The seizure frequency did not decrease with a decrease in settings. Generator replacement surgery occurred. The explanted device has not been received by the manufacturer to-date. Additional relevant information has not been received to-date.

Event description:
Follow-up by the company representative to the provider indicated that the device was working fine. The increase in seizures was not anywhere close to the baseline. The explanted device was reported to have been discarded by the hospital.